Manufacturer narrative:
This event is associated with the same patient reported under MFR report #: 3005168196-2018-00511. Please note that the initial MFR report in correctly reported that the procedure occurred on (B)(6) 2018. This information is being corrected. Describe event or problem of this follow-up # 1 MFR report.

Event description:
Corrected information: on (B)(6) 2018, the patient underwent a coil embolization procedure using penumbra smart coils (smart coils). On (B)(6) 2018, a computer-assisted tomographic holography (cth) revealed a left heubner stroke with hemorrhagic transformation.

Manufacturer narrative:
The product was not returned for evaluation. From the information provided, there is no indication that there was any device malfunction, nonconformance, or misuse that contributed to the reported event. Potential adverse events with the penumbra smart coil (smart coil) system as noted in the device labeling include: intracranial hemorrhage and neurological deficits including stroke. Therefore, it was determined that the reported stroke with hemorrhagic transformation was a potential complication related to the use of the smart coil. The product lot number was not provided, therefore, the manufacturing records could not be reviewed. The device was implanted into the patient.

Event description:
On (B)(6) 2018, the patient underwent a coil embolization procedure using penumbra smart coils (smart coils). After the procedure, a computer-assisted tomographic holography (cth) revealed a left heubner stroke with hemorrhagic transformation. On (B)(6) 2018, a cth and a computed tomography angiography (cta) also revealed the same results. The stroke was likely caused by an anterior communicating artery (aca) aneurysm rupture. Due to concerns of vasospasms, the systolic blood pressure (sbp) goal increased to 160-180 and phenylephrine was started with the patient being matched 1:1/2. The reported stroke with hemorrhagic transformation was reported as an adverse event with a possible relationship to the penumbra smart coil system but was determined to be unrelated to the angiographic procedure.